Event description:
The customer reported that the device failed to power up and has a red x and is chirping. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up and has a red x and is chirping. There was no report of pt involvement. The device was evaluated at the philips repair bench and the failure was recreated. Replacing the processor pca resolved the failure. The device passed all post-servicing testing and was shipped back to the customer site.